Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a pressure test failure on a trilogy ev300 device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a pressure test failure on a trilogy ev300 device. There was no harm or injury reported. The device was evaluated by a manufacturer engineer and the pressure test failure could not be duplicated. The pressure test performed on the device passed. The engineer recommended the customer order a pm kit and perform pm.